Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient states she does not "feel it vibrate" at 2.5v and usually "it alerts her or she can put her hand over the device and feel it vibrate". The patient gets the urge to go to the bathroom and loses urine before making it to the bathroom. The patient had the incontinence since implant date and it was not known when the stim sensation was lost. Patient services advised that the stimulation could be adjusted or the programmed changed, but the patient did not want to increase the setting or change programming because they were worried the battery would deplete too quickly and the patient refused any troubleshooting. The patient thinks their body may be rejecting the new stimulator. No further complications were reported or are anticipated.